Event description:
I used clear care plus with hydraglyde directly in my eye after mistaking it for a contact lens multipurpose solution. I purchased it online through costco instacart, where the images and description available to me (it was a two-pack box) did not indicate it was not for use in eyes. While the individual bottles do have warnings, I did not notice these warnings, as I had already made the assumption that the product was a multipurpose solution. I did not see the warnings until I had burned my eye and was trying to figure out what I had done. I was not aware that contact lens solutions that could damage your eyes even existed, and I have been wearing contact lenses for 30 years. The bottle was the exact same shape and size as my normal multipurpose solution (which was not available when I made my costco purchase). Fortunately, I knew as soon as the product and my contact lens hit my eye that something was terribly wrong, and I immediately flushed my eye, although I struggled to remove the contact lens. My eye is still sore and horribly red four hours later.